Event description:
Hill-rom received a report from a hill-rom technician stating the intellidrive will move forward when the push handle is pulled for reverse. The bed was located at the account on 3 truet at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the left push handle was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left push handle to resolve the issue. Based on this information, no further action is required.